Event description:
The physician attempted arteriotomy closure with the closer s 6 fr. Device following a diagnostic procedure. The physician had initially believed that his arteriotomy was in the common femoral artery. However, angiography confirmed that the arteriotomy was in "a much smaller vessel". This vessel had fluoroscopically visible calcification. The physician encountered difficulty with the device insertion. He attempted multiple times to advance the device, using shallow and steep angles. The physician did not achieve mark. He then attempted to remove the device. At this time, the device broke at the distal portion of the footplate, leaving the sheath portion in the patient's artery and the body of the device in the operator's hand. A surgical cut-down was performed to close the initial arteriotomy. A second arterial incision was made superior to the initial site. The sheath portion of the device was removed via the cut-down. The patient received an unspecified antibiotic prophylactically post-procedure. There was no report of adverse patient sequelae. The patient was discharged home the following day. Although requested, no additional information has been provided.